Manufacturer narrative:
Brand name - the correct brand name is unknown. Common device - the correct common device is unknown. Catalog number - the correct catalog number is unknown.

Event description:
A customer reported a chemical indicator (ci) did not change color correctly after a completed sterrad® 100nx express cycle. The customer attempted to process the same load again with the express cycle and the ci did not correctly change color. The customer then ran a cycle with an empty load and the ci changed correctly. At this time, asp is attempting to receive clarification as to which type of ci was involved in this incident. The affected loads were reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured.

Manufacturer narrative:
The chemical indicator involved with this complaint is not manufactured or distributed by asp. Based on this updated information, asp has determined this complaint is not reportable. Evaluation method: (B)(4), no testing methods performed. Result: (B)(4), no results available since no evaluation performed. Conclusion: (B)(4), device not manufactured by reporting firm.